Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9733763, serial/lot #: version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while setting up for a procedure, the instruments and camera of the navigation system displayed a red tracking status when attempting to verify instrumentation. A second medtronic navigation system was used to complete the subsequent procedure. There was no patient present when this issue was identified. Following the scheduled procedure, the reported issue could not be replicated.

Manufacturer narrative:
A software analysis was initiated. Analysis was inconclusive based on the available information. If information is provided in the future, a supplemental report will be issued.